Event description:
It was reported that before an unknown procedure the trocar was found where the obturator was too big for the cannula. The obturator would not fit. The device was found in the core area and never taken into the operating room. Procedure was completed with same like device of a different lot number. No patient consequences as there was no patient involvement.

Manufacturer narrative:
(B)(4). Obturator the analysis results of the b11lt device was returned in good visual condition. During the evaluation of the instrument, the obturator was inserted into the sleeve assembly and upon insertion it was confirmed that the obturator's cannula did not go through the sleeve as intended. The obturator was measured and it belongs to a 12mm trocar. The condition of the incorrect component is related to the manufacturing process.